Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that the battery in their stimulator died and their doctor moved away. Patient said they were currently in hospital because they had a knee replacement. Patient said they needed to put a catheter in because the ins was dead. Patient was redirected to follow up with the health care professional (hcp) to discuss replacing the ins. However, patient did not have an hcp at the time of the report , and physician listings were sent. It was also stated that patient had a mesh before they got the implant. No further patient complications were reported/ anticipated as a result of this event